Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they lost consciousness where his eyes were rolled up and was unresponsive. The cgm was reading high at the time and their blood glucose reading was 60 mg/dl. It is unknown when the bg value was taken. The patient´s wife was with him at the time of the event and she called an ambulance. The paramedics arrived and treated the patient with IV fluids and administered glucose directly in the patient´s mouth. The patient was not taken to the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.